Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be failed auto-zero solenoids that are intermittently slow to respond, resulting in a bad auto-zero calibration at power-up and operational auto-zero checks.

Manufacturer narrative:
(B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed ventilator inoperable alarm. The reported issue occurred while in use with a patient, however there was no harm to any patient or clinician in association with the reported complaint.